Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor for an unrelated reason. Upon evaluation, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing.